Event description:
It was reported that the patient underwent an unrelated surgical procedure. It¿s unknown if the ipg was set into surgery mode prior to the procedure as recommended. Thereafter, the ipg failed to establish communication with external device. Patient is not receiving therapy.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy was restored post operatively